Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The caller reported that when the customer disconnected the insulin pump, it flooded on. Moisture was under the screen. Customer's blood glucose level was 380 mg/dl. The customer treated his blood glucose level with injections. The insulin pump had a crack by the battery. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.